Event description:
The customer reported that paramedics were called and she was taken to the emergency room for low blood glucose. The customer stated that she changed the infusion set and inserted a new reservoir without rewinding the infusion pump. The customer stated that she attempted with three filled reservoirs and she does not know how much insulin went in her body. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.